Manufacturer narrative:
Unchecked "user facility" and selected "health professional" to correct section. Removed device manufacture date. Device manufacture date is unknown. A review of the device's incoming inspection records revealed that the device had been reworked. However, after rework was completed, it was determined the unit met requirements. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's incoming inspection records revealed that the device had been reworked. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to faded pixels on the display. Further inspection revealed a damaged cable ribbon on the display module assembly. This may have occurred when the display was reworked as per the DHR review. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a damaged cable ribbon on the display module assembly, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal controller and power source behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
The ventricular assist device (vad) coordinator reported that the patient called from home reporting power switching from power port 1 to 2 and back again. The patient reported to the coordinator that the ports were securely connected and no pins were bent. The coordinator instructed patient to perform a controller exchange to the back-up controller. There was no report of any effect to the patient with investigation in progress.